Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the lesion being treated was a bifurcation lesion. There were two guide wires, a balloon catheter, and the xience v, inside of the guiding catheter. Resistance was felt as the xience v was being advanced through the guiding catheter and when the balloon of the xience v moved out of the guide, the stent had been stripped off and remained in the guiding catheter. Therefore, all of the devices, including the xience v, were removed from the patient and the procedure was started again. Three more stents were successfully deployed. There was no patient injury. No additional event or patient information is available.